Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer required remapping. A technical support specialist (tss) copied drawers 2¿5, and the medications were pended to zero. The tss informed the customer that the medications had been pended to the drawers and could be loaded; however, the customer reported being unable to see the pended medications mapped to the drawers and escalated the issue to the field service engineer (fse). Then fse assisted the customer with the drawer mapping process. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, opfleplpa3 request to mirror inventory to use. User reported that the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.